Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient suffered from chronic otitis media with effusion (ome) and underwent ventilation tubes. During implantation surgery, the surgeon encountered csf leak after performing the cochleostomy. He inserted a medium electrode array. After the surgery, csf leak was seen through the external ear canal. The surgeon performed a lumbar puncture for continuous drainage to stop the leak. The leak did not stop and several days later, a revised surgery was carried out. The surgeon performed a subtotal petrosectomy. The patient was observed for 5 days after this surgery and discharged as no leak was found. The hearing performance was well after this incident. After the surgeries, the patient was readmitted 4 times for acute mastoiditis, in 2 of them, there was abscess formation, which was incised and drained. Afterwards, the patient underwent medical treatment for 24 days. On (B)(6) 2011, another surgery was performed to repack the eustachian tube to prevent further mastoiditis spells. During this surgery, the electrode array was cut while attempting to reach the eustachian tube opening. The patient was re-implanted with another device during this surgery.